Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height legacy 3.2 was not detected on bus. Upon inspection, the field service engineer removed the drawer and found that the retractor band was damaged and then replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.